Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal fluconazole 100 mg once daily (duration not reported), intraperitoneal gentamicin 105 mg once daily (duration not reported), and intraperitoneal ceftriaxone 1000 mg once daily (frequency and duration not reported) for peritonitis. On an unknown date, the patient's pd catheter was removed (current mode of dialysis therapy was not reported). Fourteen days after admission, the patient was discharged from the hospital. The patient's recovery status and outcome of the event were not reported. No additional information is available.